Event description:
The customer reported via phone call that he was hospitalized on (B)(6) 2015 due to high blood glucose. The customer's blood glucose at the time of admission was 785 mg/dl. The customer expressed feeling week, not being able to walk or talk and feeling horrible as symptoms related to his high blood glucose. The customer treated the high blood glucose with manual injections. The customer was treated with an IV, insulin and steroid shots at the hospital. While troubleshooting, it was found that the drive support cap appeared normal. The customer did not fully complete troubleshooting because changing the infusion set had allowed his insulin pump to work properly. The customer was advised to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. The customer was advised that the insulin pump was working as designed. The customer did not return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.